Manufacturer narrative:
An event regarding infection involving a triathlon ps insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection did not add anything of note to the investigation of the reported event of infection. Visual inspection: the x3 triathlon ps insert was returned for analysis. The locking wire was not returned. There is severe damge to the locking mechanism, which would have occurred during explantation. The inferior surface has impression marks from the baseplate as well as some gouging and marks which is damage consistent with explantation. The articulating bearing surfaces have evidence of pitting. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot and sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the patients' triathlon primary left knee was infected so all of the implants were removed and an antibiotic spacer was implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown poly liner. Other devices listed in this report:cat. No.: unknown, lot code: unknown, description: unknown patella.cat. No.: unknown, lot code: unknown, description: unknown femur.cat. No.: unknown, lot code: unknown, description: unknown tibial insert.at this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patients' triathlon primary left knee was infected so all of the implants were removed and an antibiotic spacer was implanted.